Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented due to feeling pre-syncopal and thought something may be wrong. An interrogation noted far field r-wave (ffrw) on the right atrial (ra) lead on the current electrogram and stored episodes. The lead remains in use. No further patient complications have been reported as a result of this event.